Event description:
It was discovered during a pm that the 9800 system steering handle was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The handle and steering coupler were replaced during the service call. The system was tested and found to be working as intended and put back into service.